Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that following recent weight loss, the patient experienced a loose pocket at the ipg site. As a result, surgical intervention may be undertaken in the future to address the issue.